Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced peristaltic pump tubing and performed a power flush on the integrated multisensor technology (imt) system. An imt system check was run and passed and quality controls were run, all of which were within range. The cse also ran a precision study between this instrument and the alternate dimension vista instrument and the results were the same. The cause of the discordant, falsely elevated sodium result on one patient sample is unknown, as the sample had resulted as expected when rerun on the same instrument prior to service. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high sodium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was automatically rerun on the same instrument and resulted lower. The operator reran the sample on an alternate dimension vista instrument and it also resulted lower. The result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium result.